Manufacturer narrative:
The guide wire was returned for analysis, however, pump was not returned. Field images show coil and core of wire were fractured. The returned guidewire fracture surface confirmed a ductile fracture occurred. Bends and kinks in the core existing only in the distal third of the core were also found. Device history record and found no manufacturing issues or reworks associated with this pump lot. All guide wires in this lot passed all inspection. There were no other complaints related to the failure mode in this guidewire lot. The root cause of the guidewire fracture was most likely excessive force used in attempting to remove the wire, however, need for excessive force is unable to be determined.

Event description:
The complainant reported a male patient presenting with acute myocardial infarction and cardiogenic shock. An impella cp was inserted successfully, however, when removing the 0.018" guide wire, there was resistance. Although physician was successful in applying the necessary force to remove this component from the pump, the wire's coating was "shaved" off and wire was torn. No intervention or extra measure were performed to remove any fragments. Thereafter, the pump ran without any malfunctions.